Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that a crack was found around the chamber dome and base plate of an mr290v vented autofeed humidification chamber. It was reported that this was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected for the reported damage. Results: visual inspection revealed that the chamber was returned without the port caps and the feedset tube winder. Fluid was also found inside the feedset tube suggesting that the chamber has been used. The chamber dome was cracked. The crack was observed to stretch around the base. A second crack was noted at the baffle. The print around the baffle was smeared. A lot check revealed no other complaints of this nature for lot number 130124. Conclusion: based on the smeared print and the nature of the cracking observed on the returned chamber, we can conclude that the damage was caused by environmental stress cracking due to the chamber dome coming into contact with alcohol based cleaning solutions. The mr290 autofeed humidification chamber is a single use device, manufactured in a clean working environment and does not require any cleaning. To this end our user instructions state: "do not soak, wash, sterilise or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." Every mr290 chamber is pressure tested to 8kpa following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. It also states that the maximum operating pressure is 8kpa. (B)(4).